Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient implanted with this pacemaker is pacemaker dependent with no intrinsic r-wave at 30 bpm. During a routine device change out procedure the physician did not account for two setscrews for each lead port and while attempting to remove a competitor's right ventricular (rv) lead, the insulation and conductor just outside the header was almost completely torn apart resulting in asystole for approximately 10 seconds. The patient was paced transcutaneously through defibrillation pads. The chronic rv lead was capped and a new rv lead was implanted without incident. The device was later explanted and returned for evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker is pacemaker dependent with no intrinsic r-wave at 30 bpm. During a routine device change out procedure the physician did not account for two setscrews for each lead port and while attempting to remove a competitor's right ventricular (rv) lead, the insulation and conductor just outside the header was almost completely torn apart resulting in asystole for approximately 10 seconds. The patient was paced transcutaneously through defibrillation pads. The chronic rv lead was capped and a new rv lead was implanted without incident.